Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricle (rv) pacing impedance has been gradually increasing, and the rv pacing threshold has also risen, just slightly. The rv lead remains in use. No patient complications have been reported as a result of this event.